Manufacturer narrative:
Block b3: exact date unknown, event occurred four months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: m365sc11600 upn: m365sc11600, model: sc-1160, serial: (B)(6) batch: 337215, UDI: (B)(4).

Event description:
It was reported that the patient's spinal cord stimulator (scs) lead had several contacts out. The patient underwent a procedure wherein the ipg was replaced and a lead was explanted since the physician was not able to placed the new lead due to patient's anatomy. The patient was doing well postoperatively and the explanted device will not be returned as they were discarded by the medical facility.